Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 25mm 6625 mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 11 years due to degeneration leading to severe mitral stenosis and moderate mitral regurgitation. As reported, the patient presented with intermittent asthmatic suffocation during activities, incapability to supine after waking up at night, reduced activity tolerance, cough pink foam sputum. After walking 200 meters asthmatic suffocation symptoms appeared. No chest pain, no dizziness, no headache, no palpitations, no perspiration, no blackness or syncope. This patient was a high risk for re-do mvr (sts 13.564%) and frailty (induced by open chest surgery and blood loss). A sapien 3 transcatheter valve was implanted in replacement. After implanting a sapien 3 valve with a good position and gradient, immediately the blood pressure decrease and s-t segment elevate. Echo diagnosis showed pericardial effusion and developed into cardiac tamponade. Open chest surgery was performed to deal with pericardial effusion. The blood was stopped; vital signs were stable. The pericardial effusion was induced by support wire perforation. At last, the patient was alive at the end of procedure and transferred to ccu. The patient expired late at night. There was no allegation for edwards device caused or contributed to the patient's death.

Manufacturer narrative:
H11: corrected data: corrected sections h6 (investigation findings, investigation conclusions).